Event description:
Additional information was received from the nurse stating the patient received yag laser treatment approximately three months following the implant.

Event description:
A customer reported an intraocular lens (iol) had a mark. This mark caused patient to experience poor vision. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The questionnaire indicated the use of a cartridge, balanced salt solution and viscoelastic. The diopter of the lens is beyond the range that is qualified for use in the cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause of the lens damage is most likely related to a failure to follow the directions for use (dfu). The file indicates the use of an unapproved lens/cartridge combination. The diopter of the lens is beyond the range that is qualified for use in the cartridge. The use of unqualified combinations of product may result in lens delivery difficulties or damage. While we are unable to verify the report of 'poor vision', based on information from the customer, the intraocular lens (iol) had a mark, and that the mark caused patient to experience poor vision, so the lens was exchanged. (B)(4).